Manufacturer narrative:
Device evaluation: the device related to the reported events anxiety-product/procedure and capsular contracture was received on may 29, 2025 with lot number 1315356. Based on the product analysis performed, the assessments of the complaint codes are: anxiety-product/procedure: unable to observed. Capsular contracture: unable to observed. As per the investigation procedure, deformation, wear abrasion and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2, b3, d9, h3, h6.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii and implant removal from textured to smooth due to the concerns of the product". The device has been explanted and not replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, anxiety-product/procedure.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii and implant removal from textured to smooth due to the concerns of the product". The device has been explanted and not replaced.